Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
The customer reported a navigation ring failure. The device was not being used for treatment and there was no patient involvement/harm when the reported event occurred. The fse (field service engineer) evaluated the device and confirmed the reported problem. The service technician replaced the front bezel and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing.

Manufacturer narrative:
G4: 04may2020. B4: 06may2020. The customer confirmed that the touchscreen was functioning as intended and the navigation ring failure did not cause any unintended settings or parameter to change on their own without the user's input. Based on this information, this is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.